Event description:
The technician reported the side rail will not go up and stay up, side rail cannot latch. No patient injury reported.

Manufacturer narrative:
The technician found the side rail latch cover was bent and causing the side rail not to latch. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side ail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician replaced the side rail latch cover to resolve the issue.